Event description:
The doctor used the microaire drill bit on a pt. The drill bit broke off in the pt's bone. Surgeon was unable to remove the bit.

Manufacturer narrative:
Based on our investigation, it was determined that this occurrence is reportable.